Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva needless connector fell off. The following information was provided by the initial reporter, translated from portuguese to english: when salinizing the avp of the nexiva 24, the second connector comes off due to the flow and needs to be replaced with a new connector. Materials unavailable. Additional information received on 27 sep 2024: is there any other impact to patient, if yes describe in detail. There was no impact on the patient. Was there any physical damage / defect found in the product? We do not have this information. Was another device required/used to complete the procedure? Yes. How was the procedure completed? The connector had to be replaced. Could you please share any photo sample related to this event? Unfortunately we don't have a photo or a sample, as it was necessary to dispose of it due to contamination.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383531 and lot number 3268504. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.